Event description:
The customer reported having bent cannulas, but the insulin pump did not alarm. The caller stated that she changed the site three times. The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 509mg/dl. The customer was thirst, had chest pain, and nausea. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found a no delivery alarm. Instructed the customer to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.